Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was discarded by the facility.